Manufacturer narrative:
The device has not yet been returned to the manufacturer.

Event description:
It was reported that the valve was overdraining and was difficult to adjust. The valve was explanted.